Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer's insulin pump had a blank display. His blood glucose level was 118 mg/dl. The lcd screen had a couple of scratches. The customer received a bad battery, a battery out limit, and a no delivery alarms. The product was not returned. Nothing further to report.